Event description:
It was reported the pt's scs system was explanted due to a staph infection at the scs ipg pocket site. The pt was treated with IV antibiotics which resolved the issue. Follow-up identified the pt is "doing well".

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Results: the ipg communicated with lab equipment. No errors were observed. Battery voltage = 3.705 v. Battery current = 0.007333 ma. Post decontamination analysis: as received, the ipg was in good condition without any visible anomalies. Conclusion: the system was explanted because of infection. There is no alleged device failure to meet specification. This event could not be confirmed through product analysis testing; therefore, no checklist was initiated per (B)(4). Production records pertinent to sterility/package were reviewed and at the time of manufacturing, the products passed their acceptance activities and met specifications. There were no non-conformances identified. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.